Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, error 1260,1261,1210 were noted. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information was received indicating error codes were found during testing by biomed technician, with 1260 found by end user following the self-test after battery was installed and pump was turned on for programming. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. The investigation found that when the device was powered on it alarmed error code 1210. The investigation determined that corruption of the memory of the circuit board was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The circuit board was replaced.